Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that he had been hospitalized for high blood glucose levels. Customer had been experiencing high blood glucose levels over the weekend and after having breakfast, levels quickly increased. Blood glucose level at 583 mg/dl at time of hospitalization. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Customer was asked to remove infusion set and found cannula was bent. Informed customer high blood glucose levels are often caused by insertion site issues. Blood glucose level was 250 mg/dl at time of reporting. Nothing further reported.